Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer bumped into something and the adc freestyle libre sensor detached from the adhesive after 8 days of wear. Customer was unable to test and as a result, she experienced a seizure and required unspecified treatment by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (expiration date) and (serial number) and h4 (device mfg date) were updated based on returned product download sensor 3mh004zl90w has been returned and investigated. Visual inspection was performed and no physical damage was observed on the sensor patch. No issues were observed with the adhesive. Observed adhesive was attached to the sensor puck. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit was reviewed and the dhrs showed the sensor kit passed all tests prior to release. The product performed as intended as the sensor puck assembly remained adhered to the adhesive patch. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer bumped into something and the adc freestyle libre sensor detached from the adhesive after 8 days of wear. Customer was unable to test and as a result, she experienced a seizure and required unspecified treatment by third-party. There was no report of death or permanent injury associated with this event.